Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) determined that the station was stuck at the cmos password screen. The sata cable was replaced, and the station booted successfully; however, after dressing the sata cable, the communication failed again. The docking board was replaced, and the unit was rebooted successfully. All peripherals were tested within the application and functioned properly. The customer logged in successfully, and normal operation was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and customer stated that there had been a black screen with a little blue box in the middle requesting identification. The nurse entered the identification, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.